Manufacturer narrative:
No product was returned for inspection. Since product has not been returned, visual/functional inspection could not be performed. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: date of this report, date received by manufacturer, follow-up number, follow up type, evaluation codes, additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k072642. Device was discarded.

Event description:
It was reported that the abutment screw (ilrghg) fractured inside of the implant. Tooth location 36.